Event description:
Procedure: was the stent placed at the intended location at completion of the procedure? Yes. Were any additional procedure (s) performed during the study procedure? No. Were any adverse events documented during the stent procedure? No. Were any device deficiencies documented during the placement procedure? No. Was tumor-reduction therapy documented during follow up? Yes-chemotherapy. User error: patient received chemotherapy after stent placement and stent removal (pr 380425). Adverse event: dislocation of the stent + sporadic abdominal pain left side (pr 380060) were there any medical problems or complications documented after the study procedure and through follow-up medical record review? Yes adverse event onset (days post stent placement): 8 event treatment: study stent removed was the event considered to be related to the study device? Related if related, please provide a detail description of how study device caused or contributed to this event: dislocation of the stent was the event considered to be related to the study procedure? Related if related, please provide a detail description of how study procedure caused or contributed to this event: after placement dislocation of the stent did a pre-existing condition, or other condition or circumstance cause or contribute to this event? Yes-thoracic stomach did the event occur due to a device deficiency? No" user error: patient received chemotherapy after stent placement and stent removal at the conclusion of follow-up what was the status of the study stent: stent removed endoscopically primary reason for study exit: placement of non-study stent event status at time of study exit: resolved (patient recovered/stabilized)

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the device evaluation for evo-fc-20-25-10-e of unknown lot could not be completed as the device or photographic evidence of the device was not returned for evaluation manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label the instructions for use, ifu0061 which accompanies this device, states ¿after stent placement, alternative methods of treatment such as chemotherapy and radiation should not be administered as this may increase risk of stent migration due to tumour shrinkage, stent erosion, and/or mucosal bleeding.¿¿ there is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis a definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It is known from the available information that the patient received chemotherapy after stent placement. As per IFU , its is known that after stent placement , alternative methods of treatment such as chemotherapy and radiation should not be administered. These alternative treatments may increase the risk of stent migration due to tumour shrinkage, stent erosion, and/or mucosal bleeding. Summary of investigation according to the customer the patient received chemotherapy after stent placement and the stent was removed. Confirmed quantity of 1 device, confirmed used. According to the initial report, at the time of the exit from the study the stent was removed endoscopically and patient recovered/stabilized. Investigation findings conclude a definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It is known from the available information that the patient received chemotherapy after stent placement. As per IFU , its is known that after stent placement , alternative methods of treatment such as chemotherapy and radiation should not be administered. These alternative treatments may increase the risk of stent migration due to tumour shrinkage, stent erosion, and/or mucosal bleeding. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 03-apr-2023.

Event description:
Cancellation report is being submitted as the conclusions of the investigation have been submitted under pr 3001845648-2022-00833 in order to capture the use error of the patient receiving chemotherapy after stent placement and the associated aes as a result: dislocation of the stent + sporadic abdominal pain.

Manufacturer narrative:
Cancellation report is being submitted as the conclusions of the investigation have been submitted under pr 3001845648-2022-00833 in order to capture the use error of the patient receiving chemotherapy after stent placement and the associated aes as a result: dislocation of the stent + sporadic abdominal pain.